Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 70% stenosed, 12mmx3.0mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, it was noted that the balloon shaft was fractured. The fractured part was removed using a snare. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was further reported that the shaft was fractured approximately 100cm from the hub.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 86.4cm from the hub. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).